Manufacturer narrative:
Mfg site name - (B)(6) medical. Investigation results a visual examination of the returned resolution 360 clip device noted that the clip assembly was fully deployed and the clip was not returned. The control wire and the coil were noticed to be kinked and cut. It was also noted that the handle and approximately 13cm of the proximal control wire was returned while the distal end of the control wire was not returned. The yoke was detached from the control wire and was stuck in the bushing. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context.   A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the cecum during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip had difficulty closing. Once the clip was closed, the clip was able to grasp and lock onto tissue but was difficult to release from the catheter. The clip eventually released after manipulating the device, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). Reported issue of clip difficult to release from the catheter. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the cecum during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip had difficulty closing. Once the clip was closed, the clip was able to grasp and lock onto tissue but was difficult to release from the catheter. The clip eventually released after manipulating the device, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.